Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available regarding this no audible alarm issue, a supplemental record will be filed.

Event description:
The reason for repair is low o2 / yellow light & unit alarms not functional. The key failure is leaking tie wraps. The underlying cause of the non-functioning alarms could not be determined after reviewing the documentation in this investigation. The reported alarms not functioning, as identified on the irs, is a reportable event which is the basis of this FDA report.